Event description:
During follow-up, the device was found in end of life (eol). The longevity estimation was incorrect; the device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.